Event description:
It was reported that the user received recurring alert 38 motor stall notifications after changing supplies, and despite several restarts the alert persisted; the event is consistent with an insulin delivery failure associated with the pump motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.